Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas and evaluated. Moisture residual was observed on the display screen. A leak test was performed and leakage was observed from the display lens. The pump was disassembled and moisture residual was found on the pcb and screen. All keypad buttons were not responding.